Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they were trying to get ahold of the manufacturing representative since they were told they would receive a call, but haven't heard anything yet. The patient stated after the procedure the rep increased the stimulation and the patient didn't feel anything at that time but they thought it was because they were still numb from the pain shot but they were trying to contact the representative now because they were concerned that the therapy wasn't helping their symptoms and that they were having more leakage. The patient stated they called the rep and got the rep's voicemail telling them to call patient services. The patient stated they were now waking up at night every 2 hours to go to the bathroom which wasn't happening when they first came home from the procedure. The patient stated they had been able to get 4-5 hours of sleep for the first 2 nights after the procedure sleeping in a chair, but after those two days, they started waking up every two hours again and a new development for their symptoms started occurring: patient reported that when they stood up, they would have a lot of leakage which would lead to wet pajamas. The caller stated they'd never had a problem with leakage like that before where they would stand up and leak immediately. The patient also stated they were going to see their health care provider (hcp) tomorrow (B)(6) because one of the incisions on the left side (the one by the spine) looked like there was an infection starting. Patient stated they couldn't see "back there," so their spouse looked at it and saw it was red around where the incision was and it was sore and had a little swelling. The patient stated they also had chills but then they also had a cold so they weren't sure where the chills were coming from. The patient stated they were a paradox at the moment. The patient also stated they were also scheduled for their regular post-op follow up with the hcp on (B)(6) 2024, patient services reviewed device description/function and programming considerations with the patient and redirected the patient to follow up with their hcp about their concerns and potential infection. The patient stated they would wait for a moment to make a change and first follow up with their health care provider tomorrow.

Manufacturer narrative:
Continuation of d10: product ID: 978b128 lot# va2x31d, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient mentioned that the ins was replaced because the wires moved and they couldn't connect.